Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for peritonitis was not reported. The patient was reported to have recovered from the reported event and was discharged from the hospital. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.